Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the screwdriver was received with the distal tip broken and, due to the distal portion of the screwdriver being retained in the cannulated connecting screw, the remaining devices could not be disassembled. Review of the dhrs for the known lot numbers showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The connecting screw secures the insertion handle to all the tfna nails, by threading into the threads on the proximal end of the nail through use of the ball hex screwdriver. The ball hex screwdriver was received with a transverse break at the transition of the distal ball hex to the shaft of the screwdriver. The distal tip was received but could not be removed from the connecting screw. The screwdriver shaft also shows a slight bend over the length of the shaft. The proximal hex shows worn edges. The insertion handle, connecting screw, and nail were received assembled together. The lock prong of the nail shows bending that was likely a result of the blade removal. Due to the distal portion of the screwdriver being retained in the cannulated connecting screw the devices could not be disassembled. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screwdriver is already broken which has resulted in an inability to disassemble the devices form the nail. A review of the current design drawing and manufactured revision, if known, was performed for the ball hex screwdriver, the ball hex screwdriver shaft , the insertion handle, the nail, and the connecting screw. During the investigation of 03.010.092 no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A root cause could not be definitively determined. However, the received condition is consistent with an application of extensive force ultimately leading to the device bending and exceeding the yield strength of the distal tip. This is consistent with the reported complaint that the connecting screw could not be released for the handle. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Device is an instrument and is not implanted or explanted. Additional medical intervention required, which included a change to the surgical plan as a new nail needed to be inserted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 5, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an intertrochanteric hip fracture procedure was performed on (B)(6) 2016 using a trochanteric fixation nail advanced (tfna) system. The surgeon chose an 11mm x 125 degree angle (short) tfna nail for the patient. The surgery was near completion when the distal interlock was placed. The surgeon attempted to remove the carbon fiber percutaneous handle with a ball hex screwdriver when it was discovered that the connecting screw had cold-welded to the nail. As more force was applied to loosen the connecting screw, the screwdriver broke leaving a hexagonal portion/fragment in the connecting screw. At this time, the insertion handle and connecting screw were still attached to the nail with no access for removal as the connecting screw contained the broken tip of the driver. The surgeon decided to reconnect the lag screw inserter and remove the lag screw from the femoral head, which was successful. Then, the distal locking screw and nail were removed. A new nail was opened and inserted with a new instrumentation. The same lag screw and distal interlock screw were re-inserted. At that point, the surgeon felt comfortable with the implants; the surgery was completed successfully. Due to the intra-operative issues and consultation, the procedure was extended by one (1) hour. This report is 1 of 4 for (B)(4).